Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via service center call it was reported that the patient experienced a cardiac perforation and pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. During the procedure the closure device perforated the laa of the patient resulting in a pericardial effusion. The physician performed a pericardiocentesis removing fluid from the pericardium of the patient. A closure device was successfully implanted in the patient and the patient made a full recovery from this event.